Event description:
Customer reported an advantage system blood glucose result of 213 mg/dl, retested within 10 mins using a strip from a second vial of strips from the same lot, reported 114 mg/dl. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.